Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s ipg feels superficial, uncomfortable and had some sort of wound issue in the area. The patient reportedly falls several times a week. The patient was seen by the pain physician and surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's wound has not yet healed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up revealed the patient's primary physician prescribed antibiotic cream to the patient.